Event description:
It was reported that the ilet displayed alerts for bluetooth communications and bow power, and the alert persisted after a restart, leading to a device replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem consistent with the reported alerts. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: complaint could not be confirmed or duplicated. Engineering logs were downloaded and reviewed; no alert 60 or 76 entries were found present in engineering logs. During troubleshoot testing the device operated as designed with no issues. Bluetooth and ble bootloader addresses were present in the 'about ilet' menu. No faults were found after an evaluation.